Event description:
Customer states 2 patients have been shocked while being treated on this device, and 1 patient burned since (B)(6) 2015. A compass health brands csr had spoken with the customer's technical representative and with one of the physical therapists - however, they could not remember the exact details based on the length of time since the occurrence. One occurrence was recent, which is why they reached out to us. The incidents occurred on both premod and (B)(6) therapies. The physical therapist stated that the patient that was burned did see a doctor for the burn, but was discharged. She was not aware of any therapy provided by the doctor for the burn. There are reports that the patient(s) had experienced strong sensations during the treatment, almost like he/she/they were being burnt. The physical therapist also mentioned that while using the ultrasound, once the w/cm2 are turned up, the clock down not count down. The device was returned, and it was found that the channels would randomly spike in intensity and have an abnormal waveform - this was an intermittent problem.